Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) reported that the pressure transducer was replaced and iabp services were completed. Service checkout, safety, calibration, and functionality checks passed to factory specifications. The cs300 was then returned to clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump had a bad drive transducer that was found while a field action was being completed. No patient involvement or adverse event was reported.